Event description:
Zoll customer support contacted a (B)(6) old female patient to exchange her monitor. The patient's download revealed 'over voltage set' flags. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (over voltage set flags) has been confirmed. Upon evaluation, the computer analog board converter circuit had failed. The cause of the failure is a shorted capacitor (c10). The root cause of the shorted capacitor cannot be positively identified but is likely random component failure. No adverse event resulted from the defective ca board. The patient received a replacement monitor.